Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, in the shape of the sensor. Patient described the skin rash as an itchy spot that resembles a burn at the insertion site. Patient further reported the rash might possibly be a permanent dark spot. Sensor was inserted at abdomen on (B)(6) 2015. Patient was seen by her dermatologist on (B)(6) 2015 and prescribed triamcinolone cream for the skin reaction. At the time of contact, the patient reported still experiencing rash from sensor. No additional event or patient information is available.